Event description:
Pt was undergoing repair of decubitus ulcer with flap procedure. At the end of the procedure the surgeon wiped the surrounding skin area with 70% alcohol prior to the application of an op-site dressing. He observed a bleeding area at the edge of the flap. Using the force fx electrosurgical generator, coagulation was undertaken with the cautery causing a flash from the alcohol burning fumes from the underlying bedding sheets on the pt. It left what appeared to be a first degree burn to the buttock area.